Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation procedure the faradrive was selected for use. The physician used farawave with the sheath with no issues. After inserting the mapping catheter, the valve was leaking during the entire post map. The procedure was completed successfully without patient complications. The device is not expected to be returned.